Event description:
It was reported that a skin irritation causing a lump had formed while wearing the pod on the abdomen for 72 hours or longer. The pod had left a scar at the site. No medical intervention or treatment was required. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation/scarring. No lot release records were reviewed, as the product lot number was not provided.